Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they were having little shocks in their back when they have to go to the bathroom. Agent reviewed stimulation expectations with patient. Patient stated the shocks started yesterday when having a MRI on their left side. Patient mentioned they didn't modify anything in the therapy due to them not knowing how to use the external devices or about MRI mode. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient will call back if hcp recommends to make adjustments to the therapy. Patient mentioned they have a follow up appointment with hcp on november 20th.